Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for low blood glucose levels due to the glucose meter giving incorrect readings. The glucose meter read 260 mg/dl, but his actual reading was 70, then dropped to 50 mg/dl. Advised the customer to speak with the glucose meter company. Nothing further was reported.